Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately two months ago. Vessel morphology from the time of implant was not reported. It was reported that approximately two weeks post implant, the patient presented acutely in the emergency room and the bifurcated stent graft and the limb were found to have occluded. The bifurcated stent graft had clotted and affected the limb. An attempt was made to de-clot the limb with balloon remodelling; however, this slightly reduced the amount of the stenosis. The decision was made to perform a fem-fem bypass. The patient is stable and is being treated with coumadin and monitored by the physician.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (stent graft occlusion), lack of information (unknown cause of occlusion, vessel morphology was not reported). Evaluation conclusion: lack of information (unknown cause of occlusion, vessel morphology was not reported).